Event description:
Per the clinic, the device was explanted (B)(6), 2011 due to extrusion of the receiver stimulater subsequent to a cholesteatoma. The patient was reimplanted with a new device on (B)(6), 2011.

Manufacturer narrative:
(B)(4). Device is unavailable for analysis.